Manufacturer narrative:
Vyaire medical file indentification: (B)(4). H3: 81 other - at this time, the suspect device has not been evaluated but is anticipated. Therefore, root cause has not been determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical the 45 second alarm silence. Led is constantly on causing the avea stan ventilator not to alarm. No patient involvement.